Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed, during which the physician suspected that the incontinence was secondary to sub cuff atrophy. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).